Event description:
Site reported a pneumothorax post superdimension procedure. The patient's pneumothorax was confirmed by physician. Patient received oxygen via chest tube and was hospitalized overnight and discharged.

Manufacturer narrative:
Superdimension has requested devices for evaluation but has not received anything to date.